Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No blank display and no the main arm cannot communicate with the motor arm alarm during testing. Hal software error detected alarm found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had multiple pump error. Customer were able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer were able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.